Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient this swan ganz catheter, the pulmonary artery pressure fluctuated greatly, even reaching negative values. The device was replaced with a new unit. There was no allegation of patient injury.

Manufacturer narrative:
The product was received by our product evaluation laboratory for a full examination. The report of pressure issue was unable to be confirmed. All through lumens were patent without any leakage or occlusion. All through lumens passed pressure test with lab disposable pressure transducer. Balloon inflated clear and concentric, and remained inflated for 5 minutes. No visible damage or abnormality was observed form catheter body, balloon or returned syringe. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering evaluation, the report of pressure issue was unable to be confirmed since the unit was returned for evaluation, and no defect was found; therefore a product non-conformance or device failure could not be confirmed.